Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that a request was sent for a post implant electrode position evaluation. The system implant was reported without complication and defibrillation testing (dft) completed with success however, the upright ap chest x-ray appeared to show the electrode in a non optimal position as it appeared too superior relative to the device and the majority of the left ventricle. A revision procedure was scheduled and later completed with success. During the revision, the xiphoid incision was opened, the electrode pulled back to a more inferior position and then re-sutured down. No resulting adverse patient effects were reported during the revision procedure and no subsequent dft testing was performed. The electrode remains implanted and in service with no further reported complications.